Event description:
It was reported that during a lar procedure, the device was fired and the crunch was heard. When the device was removed there was only one donut. They scoped the patient and there were only formed stapled one side. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.